Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to afib ablation interventional procedure. The sutures of the first device were successfully pre-placed. Reportedly, when advancing the second device, there was resistance and the black sheath torqued while advancing. Although there was resistance, the device was fully deployed and when attempting to remove the device, it became stuck. The physician noticed the footplate was open at skin level. It appeared as if a foot was missing; however, there was no missing foot. The footplate was just exposed beyond the skin level. A cut down was performed to remove the device; however, the tissue track was dissected but there was no damage to the vein. A new access site punctured was done higher in the stick and the sheath was upsized to 14f. The procedure was completed. The physician then cut the sutures of the first successfully pre-placed sutures to remove them. Hemostasis and tissue tract dissection were achieved/treated with surgical glue. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of dissection is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined; however the patient effect and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.